Event description:
Related manufacturer reference number: 1627487-2022-04647. It was reported the patient experienced ineffective stimulation due to high impedances on one lead that was fractured. Surgical intervention took place wherein the fractured lead was replaced, and the second lead was electively replaced to address the issue.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of lead b did not identify any broken wires or anomalies that would have existed prior to explant that would have contributed to the allegation.